Manufacturer narrative:
The report event of high impedance was not confirmed. As received, electrically tested showed the returned lead stim ends was passed isolation resistant testing. The cause of the reported event remains unknown.

Manufacturer narrative:
It was reported to abbott, a patient had high impedance on a lead causing ineffective stimulation. The lead was replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Stimulation was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.